Event description:
In the process of inserting a g-tube product defect noted: balloon with hole not holding air to secure device. Diagnosis or reason for use: for alternative means of feeding, insertion of g-tube.